Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device lot #: 22a03-tc was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd neutraclear¿ 2-way extension set the connection detached and leaked. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: the material has not been preserved, so these reports are purely administrative. "Detached octopus from pinned central line in bed. Mother woke up to wet bed (was lying next to him sleeping)."

Manufacturer narrative:
A py2101ncm product was not available for investigation; however the customer confirmed that the complaint sample was from lot 22a03-tc. The customer has reported that they experienced a disconnection of the extension from the patients central line; however no further information was available to clarify the nature of the customer's experience. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. A review of the production records from lot 22a03-tc did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the py2101ncm set in the past 12 months. H3 other text : see h.10.

Event description:
It was reported while using a bd neutraclear¿ 2-way extension set the connection detached and leaked. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: the material has not been preserved, so these reports are purely administrative. "Detached octopus from pinned central line in bed. Mother woke up to wet bed (was lying next to him sleeping)".